Event description:
The customer reported the battery led and ac power icon are flashing green with a charged battery. There was no report of pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.